Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited loss of capture and sensing issue. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and r-wave amp variation were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination of the lead did not find any anomalies.